Event description:
It was reported that the patient was using their (B)(4) either talking or texting, and the patient felt a stronger stimulation and their phone went crazy. The adaptive stimulation (as) had not been activated. The patient had seen their healthcare provider (hcp) the day prior. Stimulation coverage was great and the impedance was fine. It was suggested to have the patient continue doing a diary or went and what position they were in when stimulation became stronger. Information regarding actions taken to resolve the issue and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Upon follow-up, the patient did have a simple reprogramming and the issues with the (B)(4) were not mentioned. He was doing well with the reprogramming and was still okay per work compensation agent.

Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3550-29, lot # n360504, implanted: (B)(6) 2015, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).